Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2015 with the following findings:the display lens was cracked. Unrelated to these issues, the display lens was scratched. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked display len. This report is made based on results of investigation completed on 06/11/2015.